Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyl0148 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
On (B)(6) 2015 - per medwatch: during placement of the PICC line in the left brachial vein, it was stated the wire began to unravel in the patient reportedly as the introducer needle was being withdrawn. Radiology was called with the c-arm and pediatric surgeon to the bedside. Expiration date for device 5/31/2019. (B)(6). On (B)(6) 2015 - screenshot of medwatch on FDA site attached. Conflicting information in the screenshot as the event description states a patient was involved but when asked the number of patient involved the number stated is "0".